Manufacturer narrative:
A replacement power supply was sent to the customer. In f/u with the customer, she stated that she did not witness fire or sparking, but she did see smoke. She confirmed that a hole was melted through the transformer housing and that there were exposed wires on the cord. She indicated that no injuries were sustained as a result of the issue. In summary, a breach in the inner insulation of the cord at the strain relief was present and resulted in a short circuit which caused the cord to heat up and burn a hole in the transformer, which is a safety risk. (B)(4), approved on (B)(6) 2010, has been initiated for pump in style transformer overheating/melting issues. Any add'l f/u actions will be established as a result of the CAPA process. Eval summary: a visual examination of the power supply revealed a deformation on the transformer housing with a 0.3 mm diameter hole with a wire lead protruding from the hole. A visual examination of the cord revealed exposed wires at the strain relief and no signs of fire or burning. The power supply was plugged in and the voltage across the dc plug was measured at 0.00 vdc, which indicates that the power supply is not producing the correct voltage. Resistance across the dc plug was measured at 0.6 ohms, which indicates that there is a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as open, which is normal and indicates that the thermal fuse did blow.

Event description:
The customer reported that the power supply for her pump would not power her pump; she tried a different electrical outlet and the pump still didn't work. She smelled a burning odor and unplugged the power supply, only to notice that it was very hot and a hole had melted in the transformer housing. She did not report an injury.